Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the reported event was against drain bag which is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no drainage hole in foley catheter or drainage hole not large enough. Per follow up via email on 07nov2024, it was reported that where the hose (rubber piece) connected to drain the foley bag, the hole was not completely or not at all punched, so it was sealed. The urine would drain in the bag, but the team could not empty the foley bag. It was not just stuck even when you pulled the bag walls apart from each other it was still adhered. Per follow up response received via email on 04dec2024, when the team went to drain the foley they were unable to because the hole was not punched out of the bag that was connected to the rubber drain piece. Customer had to replace the bag. No medical intervention. Device was not replaced. They pulled off all the foleys in that lot.

Event description:
It was reported that no drainage hole in foley catheter or drainage hole not large enough.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.